Manufacturer narrative:
The device has been returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and it was observed the ptfe slicing from the distal tip of the rf wire. The cut extends to around 10 cm. The sliced section is still attached to the device on the further end of it. No other damaged observed. Therefore, the reported allegation of coating issue was confirmed. Correction to the initial MDR in block initial reporter phone (e1), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure for atrial fibrillation treatment, a versacross connect laac kit was selected for use. The user inserted the rf wire through a needle/sheath. After few advances, there was some resistance noted on the wire. When the wire was pulled out, the tip damage was noted. A coating issue was noted. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device has been returned.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure for atrial fibrillation treatment, a versacross connect laac kit was selected for use. The user inserted the rf wire through a needle/sheath. After few advances, there was some resistance noted on the wire. When the wire was pulled out, the tip damage was noted. A coating issue noted thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.